Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: investigation summary, affected part, part description: xlr release tool f/03.807.300, part#: 03.807.348 lot#: 8373725, lot release date: 05.07.2013. It was reported that xrl (vertebral body replacement) devices; the spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Also, an as such the cage was used in its "expanded" or "static" capacity. Although there was no patient harm the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. No fragments created, no additional medical intervention, no additional x-rays. The procedure was completed successfully without further incident and with the patient being in stable condition at the end of the procedure. Conclusion - during manufacturing investigation the functionality of instrument xrlrelease tool f/03.807.300 were measured. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A product evaluation was performed. The investigation of the complaint articles indicates that: the xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. Xrl spreader assembly is used to insert the implant in an optimal position and to distract the implant if necessary. The xrl spreader assembly consists of four major parts the xrl spreader (03.807.300), xrl shaft (03.807.310 & 03.807.330), xrl spreader tops and xrl release tool (03.087.348). The received xrl release tool was intact and did not have any visible scratch or damage or abnormalities it was reported that xrl spreader assembly malfunctioned during implantation and the cage would not collapse and resulted in a surgical delay of 30 minutes. The inserter would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The potential cause of the failure could be xrl spreader parts manufactured at the worst case condition. Therefore the xrl release tool is simply a concomitant return and this part does not appear to have a failure in the ¿does not/will not function¿ hazards category therefore, this investigation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the xrl (vertebral body replacement) spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8 on (B)(6) 2016. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Although there was no patient harm, the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. There were no fragments generated and no additional medical intervention was needed. The procedure was completed successfully without further incident. The patient was reportedly in stable condition at the end of the procedure. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: investigation summary, affected part, part description: xrl medium shaft straig f/03.807.300, part#: 03.807.310 lot#: 8377130, lot release date: 16.07.2013. It was reported that xrl (vertebral body replacement) devices; the spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Also, an as such the cage was used in its "expanded" or "static" capacity. Although there was no patient harm the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. No fragments created, no additional medical intervention, no additional x-rays. The procedure was completed successfully without further incident and with the patient being in stable condition at the end of the procedure. Conclusion - during manufacturing investigation the functionality of instrument xrl medium shaft straig f/03.807.300 has been tested with the counterparts in accordance to inspection sheet. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. A product evaluation was performed. The investigation of the complaint articles indicates that: the xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. Xrl spreader assembly is used to insert the implant in an optimal position and to distract the implant if necessary. The xrl spreader assembly consists of four major parts the xrl spreader (03.807.300), xrl shaft (03.807.310 & 03.807.330), xrl spreader tops and xrl release tool (03.087.348). The received xrl spreader did not have any visible scratch or damage. It was reported that xrl spreader assembly malfunctioned during implantation and the cage would not collapse and resulted in a surgical delay of 30 minutes. The inserter would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The potential cause of the failure could be xrl spreader parts manufactured at the worst case condition. Therefore the xrl release tool is simply a concomitant return and this part does not appear to have a failure in the ¿does not/will not function¿ hazards category therefore, this investigation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.